Event description:
During routine testing of the device at the service center, the repair technician reported the cardioplegia temperature display did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.